Manufacturer narrative:
A companion sample was received unopened for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. The cap had evidence of iodine presence on the sponge indicating that iodine was dispensed during manufacturing. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: 09/2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flexicap had inadequate iodine. The reporter stated that the flexicap sponge looked orange in color but was dry. The patient did use the flexicap. There was no patient injury or medical intervention associated with this event. No additional information is available.